Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot# was unknown. No actual sample was returned. A historical investigation of the product code and lot number involved was conducted. Since the lot number involved was unknown, a review of the manufacturing and shipping records could not be performed. Regarding the involved product code, no reports of incidents caused by the manufacturing process have been received since the product was launched in october 2022. Due to the unknown lot number and the absence of an actual sample, it was not possible to perform a thorough investigation or clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: manipulate the runthrough ns slowly and carefully in the vessel while confirming the behaviour and location of the wire's tip under high resolution fluoroscopy. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during the treatment of the left anterior descending (lad) artery main branch, two wires were successfully used for the side branches. However, angiography revealed a perforation at the periphery of the diagonal branch. To address this, a papyrus stent graft was deployed to cover the perforation. The distal location and the vessel diameter (2mm to 2.5mm) made the insertion of the stent graft challenging. The perforation of the peripheral blood vessel caused harm to the patient's health, necessitating medical intervention. Despite this complication, the patient's condition was stable and not serious. The procedure was ultimately completed successfully. The event occurred intra-operatively, and medical/surgical intervention was required to prevent further injury.